Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery while the surgeon was inserting the locking screw the driver tip broke. The surgeon was able to remove the broken piece and therefore it was not left in the patient's body. The surgery was completed with no delay. No other patient consequences were reported. This report is related to report number 3025141-2025-00068 for the driver involved in this event.